Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00473 ) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%). It was stated that during the battery exchange a pump stop occurred. It was stated that there were no effect or consequences to the patient and that the patient was doing fine the whole time. No additional information provided. Investigation is ongoing.